Event description:
Event reported in USA by the customer: "information received from (B)(6) and according to him, there is a case of a sapphire pump that was called to him by a nurse named (B)(6). According to her, the pump was used for oncology infusion at home and a patient called her and said that the pump had a dead battery. The battery died after 22 hours of infusion to a patient. The drug infused was 5fu and the volume infused was 100-115 ml with a rate of 2-2.5ml/hour. Mr (B)(6) also said that he is not sure if the pump will be sent for repair."

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. The report is late due to insufficient info to understand the failure mode and its impact on the patient at the time the report was received. Imp ref #3008785455-2015-10007.